Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and it was discovered that the rotor assembly and bearings were worn. A damaged rotor and bearings can indicate increased friction among rotating components, resulting in heat being generated. The bearings and rotor assembly were replaced, and the drill was returned to the user facility.

Event description:
It was reported that during a surgical procedure, the drill heated up. No further info was provided. Attempts to obtain additional info from the user facility were unsuccessful.